Event description:
During a pph procedure, the staples were malformed. The procedure was completed with hand sewing. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived with the shroud broken; therefore, no functional test could be performed due to the condition of the device. No other anomalies were noted. Event described could not be confirmed, as the device could not be tested for the proper staple formation.